Manufacturer narrative:
Investigation: summary: investigation summary: customer returned (500) 3/10cc, 8mm, 31g syringes in sealed poly bags with the shelf cartons from lot # 6347551. Customer states that there was some kind of white matter in syringe when drawing up medications. 30 out of 500 returned syringes were examined and no foreign matter was observed in any of the syringes. All of the examined samples were also tested and all samples were able to draw and expel properly with no observed foreign matter and no other defects. Device history record review ¿ a review of the device history record was completed for batch #6347551. All inspections and challenges were performed per the applicable operations qc specifications. As per manufacturing, there were zero (0) defects or notifications noted for any related defects during the production of these batches. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Conclusion: based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause: based on the investigation, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that white matter was found in a bd insulin syringe with the bd ultra-fine¿ needle 0.3ml 31gx5/16", before use. There was no report of medical intervention or serious injury.